Event description:
Review of recorded asystole episodes indicates the baseline is very flat and has a small tick mark that could be associated with loss of electrode contact. Device remains active. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.